Manufacturer narrative:
The investigation has been started. Results of the investigaiton will be submitted in the follow up report.

Event description:
It was reported by the user: "an expiration block from a drager v500 ventilator has been found to have a loose piece of plastic which is suspected to be the result of a manufacturing defect. If the ventilator was to be inadvertently used without a filter then there would have been a chance of a patient inhaling the plastic fragment. Found during routine service. Device not placed back into use.¿ no injury has been reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected safety valve assembly of the inspiration block was provided for the investigation at the manufacturer. The returned safety valve assembly (manufactured in january 2016) was reprocessed (autoclaved) and analyzed visually before and afterwards. Visual analysis confirmed the reported piece of plastic visible in the safety valve assembly. It could be determined that the visible plastic was an out of tolerance molding flash from the injection molding process during production. Other than reported this molding flash was not loose but still form-locked connected with the valve housing even after hygienic reprocessing and two years of usage at the customer. In case the molding flash might become loose, the likelihood that it may reach the patient is considered very low. In common clinical application the ventilator is used either with an active humidifier or hme filter and/or bacterial filter placed inline the inspiratory branch. The design of the filter and humidification chamber make it very unlikely that a loose part would reach the patient. As this is the first complaint from the field with regard to a molding flash inside the safety valve assembly, this is considered an isolated case.